Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out of range shock impedance measurement. Further evaluation options were discussed. At this time, there has been no intervention and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient was brought into the clinic following the remote home monitoring alert for high out of range shock impedances. The physician contacted boston scientific technical services (ts) and stated that they tested the right ventricular (rv) lead in office and the shock impedance was out of range at 139 and 144 ohms in two different configurations. When the lead was tested in triad configuration, the shock impedance was high at 118 ohms, but not out of range. Ts discussed options with the physician. Approximately two weeks later, the patient stated that both of his leads would be removed from service due to performance issues. Two weeks after that phone call, the patient called boston scientific again and stated the implantable cardioverter defibrillator (ICD) was explanted and both leads were taken out of service. The field representative found out that the entire system was explanted and replaced with another manufacturer's products. No additional adverse patient effects were reported.